Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that back in november, it became harder for the patient to charge her ins, noting she was lucky to get 2-4 coupling bars. Due to the poor coupling, it takes her a very long time to charge the ins. The patient mentioned that this year, the ins became harder to find, noting she gained weight and wondered if this could be causing the coupling issue. Her recharger was showing 'low ins battery' screen that she described as meaning the "neurostimulator was in a discharged state". The patient started charging while on the call and she reported seeing 2 coupling bars, the 0, then 6. It was confirmed that the ins was on. The patient troubleshooted by repositioning the antenna multiple times and rotated the antenna dial, but there was still poor coupling. The patient mentioned that she occasionally sees the thermometer icon on the screen when the recharger antenna gets really warm but eventually goes away. A new antenna was sent and the patient was advised to see their healthcare professional if the antenna does not resolve the coupling issue. No symptoms were reported. No further complications were reported/anticipated. Additional information was received stating the antenna did not resolve the poor coupling. The patient said it took forever to find connection to the battery. She said it may be due to weight gain.